Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a visi pro balloon expandable stent system with a 7fr non-medtronic sheath and 0.035 non-medtronic guidewire for treatment of a calcified 17mm, 60% stenosed lesion in the patient¿s proximal right common iliac artery. The vessel diameter was reported to be 7mm. Slight tortuosity and moderate calcification were reported. The IFU was followed during prep and the device was prepped without issue. The device was passed through a previously deployed stent. The lesion was not pre-dilated. No resistance was experienced nor excessive force used. An inflation device was used for balloon inflation. It was reported that the balloon burst immediately upon inflation (pressure unknown). No fragments of the balloon were reported to have embolised. The stent was post-dilated with a 7x40 evercross device to complete the procedure. There was no issue noted when retracting the stent delivery system. No patient injury was reported..

Manufacturer narrative:
Evaluation summary: the visi-pro was returned for evaluation. No ancillary devices were included. The visi-pro was inspected. It was identified the stent was not loaded on the balloon. The balloon was in a post-inflated state. No damages or anomalies were observed to the balloon segment under microscope. A 0.035" guidewire was unable to be loaded into the catheter. The guidewire encountered a blockage within the catheter. The returned visi-pro was connected to an inflation device. It was inflated to 12 atm (rated burst pressure) and no leaks to the balloon were noted. The inflation pressure was increased to 14 atm and no indication of a leak was identified. If information is provided in the future, a supplemental report will be issued.